Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation. The sterrad 50 user's guide (routine maintenance section) instructs the user to "wear chemical resistant latex, pvc (vinyl) or nitrile gloves and eye protection" when cleaning or replacing the injector valve plate which fits into the electrode.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 50 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 50 did not reveal a trend for skin contact - h2o2. Trending analysis for skin contact - h2o2 issues associated to the sterrad 50 did not indicate a significant trend. (B)(4). There was no product returned to asp for investigation.

Event description:
The customer reported that the vaporizer plate in the sterrad 50 sterilizer had fallen out of place during the cycle. The vaporizer plate was pushed back into position and the customer states that the unit is working as intended. An experienced healthcare worker (hcw) experienced h2o2 contact from handling the vaporizer plate and packaging of the load contents without gloves. The hcw's fingers and hand turned white at the point of contact. She washed her hands with soap and water and rinsed them for fifteen minutes. The burning and tingling sensations subsided. No medical attention was sought. The asp clinical consultant reviewed the safety information regarding h2o2 and faxed the msds.